Event description:
A surgeon reported leaky trocar valves. There was no patient harm. Additional information and product information was requested for this event. This is the second of two reports from the customer regarding the same event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Six opened trocar hub and cannula assemblies in pouches were received for evaluation. The samples were received in sets. The returned samples were inspected. The first set, sample one and two were visually conforming, however, sample three was nonconforming due to a damage septum. The second set, sample one and two were visually conforming, and sample three was non conforming due to a damage septum. A device history record shows that the product was released according to the manufacturer's acceptance criteria. The root cause for the trocar leakage could not be determined from this complaint evaluation because the samples were returned opened and the cause of the damage cannot be determined. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
A surgeon reported leaky trocar valves. There was no patient harm. Additional information and product information was requested for this event. This report will address the first product lot associated with the customer's report.